Event description:
A report was received that the patient's leads were protruding through the skin. It was sealed up and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's leads were protruding through the skin. It was sealed up and the patient is reportedly doing well.